Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found there was extensive wear with exposed copper wiring on retractor band cabling in two of the drawers. The field service engineer attempted to address the problem by replacing the comm sled and the internal pyxibus cable; however, the issue continued. Subsequently, the damaged retractor band was replaced, and the device was rebooted, resulting in all drawers being recognized on the communication bus. The functionality of the drawers was then verified. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was encountered a drawer failure and was not detected on communication bus. The customer reported that the failure causing delay in the medication dispensing process for the patient. There were no adverse events or injuries reported based on this incident.